Event description:
Incident as reported: lap chole - "clip fired normally about 10 times. Eleventh time dr. Closed jaws around vessel and the handle wouldn't release. They had to shimmy clip off vessel without tearing it." Patient status: healthy.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.